Event description:
On friday 2/23, we experienced a phenomenon between v1 /3.4 and siemens nx/access-I where the visualase system does not recognize or cannot process one of the planes in the 2 plane tmap. The visualase system behaves normally for one plane, doesn¿t display the other plane, and eventually times out. This prevents the ablation process from taking place. One resolution that works ¿sometimes¿ is to rotate the problematic tmap plane just a hair to angle it slightly and rerun. Sometimes that is enough to resolve it but that is not always the case. Fortunately, this worked in this instance and we were able to get the case back on track with a minimal delay. This issue occurred during the second case of the day. We had no issues for the first or third cases. Running the same prescription again, changing the order of images prescribed in tmap, and recouping the same image positions didn't resolve it. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".